Event description:
It was reported by service report that the cot would not lock into the fastener. The pin bracket on the retaining post assembly was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.